Event description:
It was reported that labeling issue occurred. The target lesion was located in the left common iliac vein. A 20x80x75cm venous wallstent stent was selected for use. During the procedure, it was noted that a potential incorrect stent was inside the package. The device was implanted, and the procedure was completed with the original device. There were no patient complications as a result of this event. It was further reported that the stent found to be the wrong size during ivus -post deployment. The stent sufficiently covers the target lesion.

Manufacturer narrative:
E1: initial reporter facility name: (B)(6).

Event description:
It was reported that labeling issue occurred. The target lesion was located in the left common iliac vein. A 20x80x75cm venous wallstent stent was selected for use. During the procedure, it was noted that a potential incorrect stent was inside the package. The device was implanted, and the procedure was completed with the original device. There were no patient complications as a result of this event.

Manufacturer narrative:
E1: initial reporter facility name: (B)(6).